Event description:
It was reported that after device removal from the anatomy, the balance middleweight guide wire (bmw) tip approx 15 cm from the tip to the middle section was damaged and the coils were separated. There was no reported pt effect. No additional info provided. During device analysis it was found that the shaping ribbon was separated.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not completed.